Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the wax at the end of the 'fast fix 360' suture was too fat, so it was not possible to cut it with the kpsc, the eyelet was too small for the waxed end from the suture. The suture was cut it out and both t implants were removed from the patient with a punch. This resulted in a non-significant surgical delay. The procedure was successfully completed using a back-up device and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of historical escalations and complaint history found a manufacturing issue related to a "wax" ball or enlarged suture end defect for the reported part number. There was a relationship found between the device and the reported event. The complaint was confirmed, and the probable root cause was associated with the manufacturing process. A review of the manufacturing process found the process has been updated to mitigate future recurrence of this defect. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A corrective action was previously initiated to address this issue.